Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user contacted beta bionics after observing elevated blood glucose (bg) readings. The dexcom g7 displayed a reading of 252 mg/dl, while a simultaneous fingerstick measurement was 331 mg/dl. The user expressed concern that the ilet did not issue a high bg alert. The agent informed the user that the ilet¿s alert threshold is 300 mg/dl sustained for 90 minutes, consistent with system design. The user confirmed understanding. The dexcom g7 was recalibrated, and the user performed light exercise on a treadmill. By follow-up 90 minutes later, bg had decreased to 142 mg/dl, and dexcom had issued a sensor replacement. No external assistance or medical intervention occurred.